Event description:
It was reported that the stretcher was stuck in reverse trend. No adverse consequence alleged.

Manufacturer narrative:
The set screw was loose sliding back onto the rod, causing the jack not to lower.